Event description:
It was reported that during a procedure, it was found that the lead had high impedances. In turn, surgical intervention was undertaken to explant and replace the lead.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received. Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.